Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and reported that the pump's time has been slower than usual and was off by an hour. The issue reportedly occurred twice. The time/date was reportedly maintained during a battery change. There was no reported adverse event associated with this complaint. This complaint is being reported to the alleged time loss issue.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box history revealed the pump's time and date reset to factory settings after a power on reset and was manually updated. A timekeeping accuracy test was performed and the pump maintained the time and date accurately. When the battery was removed the time and date reset to default; the internal clock battery was found to be leaking.